Manufacturer narrative:
(B)(4) - corneal erosion. Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
On (B)(6) 2012, our affiliate in (B)(6) received a report from (B)(6), in (B)(6). The report states that a pt presented to the eye care provider (ecp) with a red, irritated right eye. The provider stated the cornea "did not look normal" and the pt was referred to the hosp ophthalmologist for immediate eval. According to the document, "this could have caused permanent eye damage." The ecp felt that the pt "got something in the eye." The pt has discarded the lenses in question and the box. No lot info is available. Additional info received (B)(4) 2012: the provider states the pt had diffuse corneal staining, corneal haze and photophobia. Assessment from the ophthalmologist includes visual acuity od reported as 0.2 (20/32) with correction -3.0 (20/10), 0.3 (20/40) stph. Thin corneal erosion superiorly. No visible opacities in the stroma, no infiltrates and no signs of stromal keratitis. Noted isolated folds. Anterior chamber is normal. Good pupillary light reflex. In the biomicroscopy survey, the ophthalmologist noted the cornea looks hazy and cloudy and conjunctiva injected grade 3. The entire cornea was completely spotted grade 4 staining. Os is clear. The ophthalmologist recommended treatment with oftaquix 1 gtt every hr while awake and chloromycetin ointment 5 times daily od and "absolute contact lens abstinence during therapy and at least 3 weeks after treatment." This event is being reported as it required medical intervention to preclude permanent damage or impairment. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.